Event description:
It was reported that during treatment (less than one hour) with one unit of prismaflex m150 set, an external fluid leakage was observed from the waste bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection observed leakage from drain bag, near the stopcock. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.